Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). A natus representative discovered that the plastic strip that covers the spine's cabling was approximately 1 inch too long when he started to put it on. There was a pop and a spark when connected it into the wall. It blew out the outlets on the wall as the other equipment that was plugged into it started beeping (including transport inc). He moved the algo to the hallway and attempted to plug it in again. Nothing happened when plugged it in the 2nd time, however, when he pressed the green button to switch on the algo, another huge spark and pop occurred. Again it blew out the power to the outlet. There seemed to be 2 issues. One was the cosmetic issue of the spine cover being cut incorrectly and the second problem was a wiring issue. The customer confirmed issue was within cart column. When she plugged the power cord into a wall socket to verify voltage from the power inlet module, the room circuit breaker blew. She confirmed the power cord from wall outlet to cart was good. The adverse event questionnaire was answered as follows: no injury reported. Patient was not involved. The algo sparked when plugged into the wall outlet. It sparked a 2nd time when plugged it into another outlet in another area. No other products in use. Was the smoke from cord or outlet? First spark was from the outlet. 2nd spark was from the green power button area on the algo. Was a hospital grade green dot outlet in use at hospital or regular non-grounded used? Green dot. There are no related CAPA's for this issue. Acceptable risk associated with the complaint as hazard ID line 4.0 in (B)(4) algo 5 risk analysis spreadsheet, the risk is considered low. UDI#: n/a install date: (B)(6) 2022 further investigation to be carried out.

Event description:
Algo 5 dsp box assembly. A natus representative assembled a new algo and noted that when he attempted to power up the unit, it sparked by the power inlet module when he plugged the power cord into the wall outlet. He added that he tried a different outlet and it did the same thing no injuries reported.

Event description:
Algo 5 dsp box assembly - a natus representative assembled a new algo and noted that when he attempted to power up the unit, it sparked by the power inlet module when he plugged the power cord into the wall outlet. He added that he tried a different outlet and it did the same thing no injuries reported.

Manufacturer narrative:
Follow up report 001 ref to natus complaint#: (B)(4). Multiple attempts were made to contact the customer to return the defective unit for evaluation. However, customer did not respond. Product examination and functional testing: the defective unit is not available for analysis. Faillure confirmed: no. Investigation result code: neuro sbu/no response from customer. Closure rationale: complaint could not be verified, materials not returned for analysis.